Event description:
It was reported that during a total hysterectomy procedure, the coating of the permanent cautery spatula instrument began chipping. It is unknown if fragments of the instrument had fallen into the patient. The instrument was exchanged with another permanent cautery spatula instrument and the procedure was successfully completed without significant delay. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Per the customer reported complaint, the instrument was returned and evaluated. Engineering evaluation observed that the distal most part of the ceramic sleeve is missing, exposing bare metal. The ceramic sleeve broke where it transitions to a smaller diameter. Both sides of spatula have fairly deep scratches which extend down to the bare metal exposed by the missing ceramic sleeve. Electrical continuity passed. No other damage found.